Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. Gehc recommended the replacement of the anesthesia control board. Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a system failure. There was no reported patient injury.